Manufacturer narrative:
Concomitant products: product ID 8749, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Manufacturer narrative:
The previously reported concomitant product neu_unknown_cath was removed, as there was no indication that the device was ever actually used.

Event description:
Additional information received from the healthcare provider (hcp), via the company representative, reported that the previously reported initial report that "the old spinal segment was explanted; a new spinal segment was implanted; and the patient was receiving therapy by the pump system," was incorrect. The subsequent previous report that "during the revision, there was an attempt to replace the spinal segment of the catheter, but the intrathecal space was unable to be accessed by the healthcare provider (hcp) after 3 attempts at 3 different levels during the surgical event. It was decided that the pump would be placed into minimum rate and the patient would be referred to a neurosurgeon for placement of an intrathecal catheter," was correct. As of (B)(6) 2015, nothing had been scheduled and there was no further information regarding the events.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving sufentanyl via an implantable infusion pump. The indication for use was noted as non-malignant pain and lumbar radiculopathy. The patient fell approximately one month ago, and started having increased pain. The patient visited a physician sometime later with the complaint of increased pain after his fall. Diagnostics/troubleshooting included a series of x-rays/plain films of the catheter and pump, which showed a possible catheter fracture. A catheter revision was performed on (B)(6) 2015, which reportedly showed a fracture in the catheter at the spine. It was initially reported that the old spinal segment was explanted; a new spinal segment was implanted; and the patient was receiving therapy by the pump system. Then it was later reported that during the revision, there was an attempt to replace the spinal segment of the catheter, but the intrathecal space was unable to be accessed by the healthcare provider (hcp) after 3 attempts at 3 different levels during the surgical event. It was decided that the pump would be placed into minimum rate and the patient would be referred to a neurosurgeon for placement of an intrathecal catheter. The patient was not receiving therapy through his pump at that time. The patient status at time of this report was ¿alive - no injury.¿ further follow-up is being conducted to obtain additional details regarding what occurred during the revision procedure. If additional information is received, a follow-up report will be sent.